Manufacturer narrative:
Additional information was received including the item lot number. All information related to the lot, including manufacture and expiration dates have been added to this follow-up. The returned femoral and tibial components were evaluated and showed evidence of good bone attachment across their porous coated surfaces. Despite the consistent bony ingrowth, shiny surfaces existed on the edge of the tibial tray, and to a lesser degree on the femoral component - indications of burnishing and hence of loosening and a degree of motion of the parts. The blackening mentioned by the surgeon was likely to have been titanium oxide, resulting from such micromotion against the titanium present in the porous coating. It is unknown if this suggested movement was a development later in the implant lifetime, or indeed if the fixation was ever complete from the beginning. It is unclear from the information and evidence that was provided, to determine the reason for the reported loosening of the prosthesis.

Event description:
It was reported that patient had an initial oxford partial knee replacement on an unknown date. Revision procedure was performed on an unknown date due to implant loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown. Manufacture date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.